Manufacturer narrative:
Insulin pump received with missing retainer, reservoir tube o-ring missing, scratched case, serial number label faded, end cap missing address label, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. No crack on or near the battery compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer's blood glucose level was unknown at the time of incident. It was reported that the insulin pump had cracks in the battery compartment. No further details were provided regarding damage. The insulin pump was returned for analysis.